Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.